Event description:
It was reported by the cardiac intensive care unit (cicu) that a 40 cc intra-aortic balloon (iab) catheter kit was opened, but the md decided he wanted a 50 cc and wanted to insert it sheathless. The physician had difficulty obtaining access and decided to insert a sheath. Unsure if it was from the 40 cc or 50 cc tray. The two md's and nurse tried to thread the 50 cc balloon over the spring wire guide (swg) and resistance was met. It was as if you were hitting something right at the tip. The swg would not go into the wire port. They flushed the port and made sure there was no stylet in the center of the lumen and attempted again. The md stated that they could use the stylet and thread it up, but there was not one in the kit. They took the stylet out of the 40 cc kit and inserted it in the 50 cc iab. The stylet would not advance all the way, but was enough to support the catheter. They attempted to insert the iab into the sheath and met resistance; it is unsure if the sheath was from the 40 cc or 50 cc kit. The stylet was removed from the 50 cc iab and inserted into the 40 cc iab and it inserted without difficulty. There was no patient death, injuries or complications. A delay to get the iab inserted was noted. The patient outcome is that they are still on the intra-aortic balloon (iabp) therapy.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.